Manufacturer narrative:
Section a2, d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was acceptable. Qc recovery was within ranges. There was no indication of a performance issue with the reagent. The alarm trace showed abnormal aspiration (sample pipetter s1), sample foam detection, sample probe: abnormal aspiration, and sample clot detection alarms. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about questionable high results for 1 patient sample tested with elecsys hiv duo assay on a cobas e 801 analytical unit. Initial result: reactive. The sample was repeated twice, and both repeat results were reactive. The customer sent the sample for confirmation testing at a different laboratory, and the result was non-reactive. The sample was also tested using ribonucleic acid (rna) testing, and the result was non-reactive.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer checked and found no cause for the event. He replaced the measuring cells, installed the preventive maintenance kit, and performed the preventive maintenance. He then performed instrument checks and verified that the instrument was performing within the specifications. The investigation is ongoing.